Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant date was unknown. This patient had a hip replaced on (B)(6) 2020. The patient dislocated his left hip bending over tending to his dog. This is the 2nd revision for this patient for dislocation. The surgeon revised this patient's hip where he explanted the femoral hip ball and constrained liner. It did take 30 minutes to get the pinnacle constrained liner free from the pinnacle sector cup, this will be noted below in the der. During the revision, the surgeon stated that it appeared the pinnacle constrained liner fractured around the rim of the liner where the outer locking ring sits. He believes this is how the hip ball became disassociated with the constrained liner. He attempted to extract the srom stem with the goal of optimizing stem positions for stability but was unable to get the stem disassociated with the srom sleeve. The srom sleeve, pinnacle cup was left in situ and a new femoral hip ball and constrained liner construct was implanted. The hip ball and constrained liner were so damaged with osteotomes upon explanting. Doi: (B)(6) 2020. Dor: (B)(6) 2022. Affected side: left hip affected.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and the complaint can be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.